Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Creases folding of implant: observed creases on the device no additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported rupture diagnosed via ultrasound. Patient later reported patient also reported "wavy contours (with radial folds)" and "diffuse fibroadenomatosis" (not device related) via MRI. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.